Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: the patient was hospitalized on (B)(6) 2016 due to a breakage of the revitan stem. It is stated that the incident occurred while the patient was drying himself with a towel after having a shower. This email informs that the primary surgery was in (B)(6) 2014. Review of surgical notes: surgical reports of implantation and revision were not received. Review of x-rays: there are two x-rays at hand taken on (B)(6) 2016. They show a revitan stem implanted on the left hip. It seems that the revitan stem was implanted with an avantage cemented cup and an avantage reinforcement cross from biomet [1]. The cross is implanted with several screws. One of the screws is fractured. The revitan stem is fractured at the connection pin. The proximal fracture part of the stem is tipped medially. A radiopaque line lateral to the proximal stem part can be observed probably indicating its original position. On the medial side the proximal end of the trochanter minor is located at the height of approximately one third of the proximal stem part. Starting from this point up there is no bone visible on the medial side. There are four cerclage wires around the distal part of the stem. The distal tip of the stem is not visible. Compatibility check: the review of the provided information and the results of the investigation indicated that the used zimmer biomet products were combined with competitor products which is considered off-label use. Visual examination: the connection pin of the revitan stem is fractured in the non-blasted area. The fracture is located approximately 2 mm below the proximal end of the distal part. The fracture surfaces show a fatigue fracture with the origin on the anterolateral side. The proximal fracture surface exhibits a polished area on the anterolateral side. The anteromedial edge is polished, scratched and slightly deformed outwards. On the distal fracture surface some polished areas and several scratches can be observed. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture were found on the fracture surfaces. The proximal fracture part of the connection pin is still assembled to the proximal part of the revitan stem. The connection pin shows a stripe with a width of approximately 1 mm on the anterior side. Closer inspection of the stripe with the microscope ((B)(4)) revealed mostly smeared metal and some fretting and polishing. Adjacent to the stripe joins the original surface followed by the blasted area. On the posterior side of the pin there is some polishing on the blasted area. Fine and coarse scratches most probably from the revision surgery can be seen on the proximal part of the revitan stem. On the anchoring surface there are no signs of bone ongrowth. Polished areas can be observed on the proximal edge of the anterior side, on the lateral side as well as on the distal end of the medial side. The face surface of the medial nose and the distal posteromedial edge of the stem body are polished, most probably due to the contact with the distal stem after the fracture. On the distal two thirds of the distal part of the revitan stem bone attachments are visible. Removal damage in the form of scratches, nicks and instruments marks can be recognized. The medial face surface of the stem body and the anterior and posterior noses are partially polished. There is a worn area on the lateral face surface of the stem body. These phenomena are most probably due to the contact with the connection pin after the fracture. In the as-received condition the biolox delta head and the revitan stem were still assembled. On the head a polyethylene insert is mounted. On the outer articulation surface of the insert fine scratches can be observed. Several indentations having different sizes and orientations can be observed in the area between the pole and the equator. Their origin stays unknown. The machining marks are still noticeable on the articulation surface and on the rim. Several small cuts, scratches and nicks can be noticed as well, most probably deriving from the revision surgery. As the patient requested the explants back in their original state they cannot be disassembled. Thus, investigation of the head articulation surface, inner insert articulation surface and of the head and stem taper surfaces could not be performed. The hip prosthesis was revised after approximately 2 years and 3 months in vivo due to a fracture of the revitan stem at the connection pin. The fracture occurred due to fatigue in the non-blasted area some millimeters below the proximal end of the distal part. The fracture origin is located on the anterolateral side. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. On the proximal fracture part of the pin there is a stripe revealing a mixture of surface changes. It is unknown if these changes existed already before the start of the fracture or developed exclusively as a concomitant phenomenon. From the bone ongrowth seen on the revised parts, it is assumed that the distal part was well fixed while the proximal part shows polished areas which could probably point to some loosening. It stays unknown if the polishing occurred before or after the fracture. Only two x-rays were received dated few days before the revision. They show that the proximal part of the stem is tipped medially. On these x-rays it seems that more than half of the medial anchoring region of the proximal part is not supported by bone. Thus, it could be assumed that the proximal bone support was suboptimal. If this bone support was missing either directly from the beginning or developed already a longer time before the fracture, this probably could have contributed to the fracture. As there is no clinical information available (e.g. Patient¿s bmi, activity level and medical history, surgical reports or x-ray follow-up for instance to assess bone changes over time) further background of this case remains unknown. From the x-rays at hand it seems that the revitan stem was implanted with an avantage cemented cup and an avantage reinforcement cross from biomet. According to the biomet brochure, the avantage cup would most likely be combined with an avantage e1 insert [1]. Therefore, it could be assumed that the insert mounted on the biolox delta head is an avantage e1 insert. Conclusion summary: the review of the provided information and the results of the investigation indicated that the used zimmer biomet products were combined with competitor products. That being said, the most likely root cause for the reported event is off-label use. The need for corrective measures is not indicated and zimmer (B)(4)considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review. Pictures of x-rays were received. It was mentioned by complainant, that the devices will be returned for investigation. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e. Fitmore (B)(4)) are marketed in USA, and therefore this report was filed. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a revitan, distal part, curved, uncemented, 22/200 on (B)(6) 2014 on the left side. (As the exact date of implantation is unknown, the last day of the month was taken as implantation date.) The patient underwent a revision surgery on (B)(6) 2016 due to breakage of the implant.

Manufacturer narrative:
The case was reopened, because the surgical report of implantation and two documents containing the patient stickers from both implantation and revision surgery became available. The investigation and MDR form has been updated accordingly. Additional: model #/lot #. Update: adverse event and/or product problem, date received by MFR, type of reports, if follow-up, what type?, additional MFR narrative. No trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: the patient was hospitalized on (B)(6) 2016 due to a breakage of the revitan stem. It is stated that the incident occurred while the patient was drying himself with a towel after having a shower. This email informs that the primary surgery was in (B)(6) 2014. Review of surgical notes: surgical notes: surgical report of implantation, dated (B)(6) 2014. This report was received in dutch, translated to english and the main points are summarized below. It has to be considered that the translation is based on the language knowledge of the investigator and not of a professional translator. The indication for the surgery is: infection of a left total hip prosthesis, two-stage revision and now re-implantation. Right side position. The incision is made through the proximal two thirds of the previous scar. The spacers are luxated and removed. Culture samples are taken and 2 gr of kefzol is added. Half way through the operation another gram is used. The medullary canal is scraped then reamed up to size 18. Jet lavage is performed and a gauze fabric is left temporary in the femur. On the entire medial side and on the mediolateral side of the acetabulum there is a defect visible. The acetabulum is cleaned and prepared for the advantage ring. The anchoring holes are drilled. Two femoral heads are coarse grinded, mixed with gentamycin and impacted cranially. The advantage ring, size 66/56, is placed and secured with five screws. An advantage cup size 56 is cemented. Taking into account the anterior curvature, the femur is reamed to size 22. The distal part of the revitan stem, size 22x200 is inserted. A trial reduction with a proximal part size 75 and a medium head shows good stability. The final proximal part of the revitan stem is implanted with the correct anteversion. Another trial reduction is performed and then a 28 mm ceramic head from zimmer placed in an advantage insert from biomet is implanted. Patient stickers two documents from (B)(6) 2014 and (B)(6) 2016 containing the patient stickers as well as some patient and surgery information were received. The document from (B)(6) 2014 indicates in the patient section a (B)(6). Under type of surgery it is mentioned that the side of operation is right. This is probably a typo as the surgical report at hand indicates an implantation on the left hip. According to the affixed patient stickers, next to the implants already mentioned in this report, the following components were also implanted: advantage acetabular cup, cemented, size 56 p0463056 0000774909 (by biomet). Advantage revision plate, size 56-66 p0465666 0000794412 (by biomet). The document from (B)(6) 2016 contains the weight and height of the patient, (B)(6), respectively. According to the affixed patient stickers during the revision surgery the following devices were implanted: advantage e1 insert, arcos modular revision hip system and a modular head component from biomet. Information provided by zimmer biomet (B)(4). An email received on 04.07.2016 informs that the patient would like to receive the explants back in their original state and the investigation needs to be done in a non-destructive way so there is no impact on the explants. An email received on 06.07.2016 informs that the patient was hospitalized on (B)(6) 2016 due to a breakage of the revitan stem. It is stated that the incident occurred while the patient was drying himself with a towel after having a shower. This email informs that the primary surgery was in (B)(6) 2014. Review of x-rays: there are two x-rays at hand taken on (B)(6).2016. They show a revitan stem implanted on the left hip. It seems that the revitan stem was implanted with an advantage cemented cup and an advantage reinforcement cross from biomet. The cross is implanted with several screws. One of the screws is fractured. The revitan stem is fractured at the connection pin. The proximal fracture part of the stem is tipped medially. A radiopaque line lateral to the proximal stem part can be observed probably indicating its original position. On the medial side the proximal end of the trochanter minor is located at the height of approximately one third of the proximal stem part. Starting from this point up there is no bone visible on the medial side. There are four cerclage wires around the distal part of the stem. The distal tip of the stem is not visible. Compatibility check: by the time of the implantation, the used product combination was not released by zimmer, which is considered off-label use. Visual examination: the connection pin of the revitan stem is fractured in the non-blasted area. The fracture is located approximately 2 mm below the proximal end of the distal part. The fracture surfaces show a fatigue fracture with the origin on the anterolateral side. The proximal fracture surface exhibits a polished area on the anterolateral side. The anteromedial edge is polished, scratched and slightly deformed outwards. On the distal fracture surface some polished areas and several scratches can be observed. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture were found on the fracture surfaces. The proximal fracture part of the connection pin is still assembled to the proximal part of the revitan stem. The connection pin shows a stripe with a width of approximately 1 mm on the anterior side. Closer inspection of the stripe with the microscope (leica m216 a, eq-ID 151663) revealed mostly smeared metal and some fretting and polishing. Adjacent to the stripe joins the original surface followed by the blasted area. On the posterior side of the pin there is some polishing on the blasted area. Fine and coarse scratches most probably from the revision surgery can be seen on the proximal part of the revitan stem. On the anchoring surface there are no signs of bone ongrowth. Polished areas can be observed on the proximal edge of the anterior side, on the lateral side as well as on the distal end of the medial side. The face surface of the medial nose and the distal posteromedial edge of the stem body are polished, most probably due to the contact with the distal stem after the fracture. On the distal two thirds of the distal part of the revitan stem bone attachments are visible. Removal damage in the form of scratches, nicks and instruments marks can be recognized. The medial face surface of the stem body and the anterior and posterior noses are partially polished. There is a worn area on the lateral face surface of the stem body. These phenomena are most probably due to the contact with the connection pin after the fracture. In the as-received condition the biolox delta head and the revitan stem were still assembled. On the head a polyethylene insert is mounted. On the outer articulation surface of the insert fine scratches can be observed. Several indentations having different sizes and orientations can be observed in the area between the pole and the equator. Their origin stays unknown. The machining marks are still noticeable on the articulation surface and on the rim. Several small cuts, scratches and nicks can be noticed as well, most probably deriving from the revision surgery. As the patient requested the explants back in their original state they cannot be disassembled. Thus, investigation of the head articulation surface, inner insert articulation surface and of the head and stem taper surfaces could not be performed. Investigation summary: the hip prosthesis was revised after approximately 2 years and 3 months in vivo due to a fracture of the revitan stem at the connection pin. The fracture occurred due to fatigue in the non-blasted area some millimeters below the proximal end of the distal part. The fracture origin is located on the anterolateral side. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. On the proximal fracture part of the pin there is a stripe revealing a mixture of surface changes. It is unknown if these changes existed already before the start of the fracture or developed exclusively as a concomitant phenomenon. From the bone ongrowth seen on the revised parts, it is assumed that the distal part was well fixed while the proximal part shows polished areas which could probably point to some loosening. It stays unknown if the polishing occurred before or after the fracture. Only two x-rays were received from just before the revision. They show that the proximal part of the stem is tipped medially. On these x-rays it seems that more than half of the medial anchoring region of the proximal part is not supported by bone. Thus, it could be assumed that the proximal bone support was suboptimal. However, without a complete xray follow-up it remains unknown how the bone situation changed over time in vivo. If this bone support was missing either directly from the beginning or developed already a longer time before the fracture, this probably could have contributed to the fracture. The patient can be classified according to the bmi scale as obese class I (bmi 30¿35). Based on the above described findings, it can be concluded that the fracture was not triggered by a single factor, e.g. Material failure. There were rather several factors that may have contributed to the fracture, e.g. The surface changes on the connection pin, the possible changes of the bone situation leading to a suboptimal proximal bone support and the patient overweight. However, it is unknown to which extent each of the factors influenced the sequence of events finally resulting in the fracture of the stem and whether there were other influencing factors not mentioned above. Conclusion summary by the time of the implantation, the used product combination was not released by zimmer, which is considered off-label use. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed again. Zimmer¿s reference number of this file is (B)(4).